Manufacturer narrative:
Manufacturer reference number (B)(4). Incident date was not provided. UDI not provided re-processing information not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a right inguinal hernia repair and mesh implant. The patient experienced severe inflammation and mesh migration. The patient underwent revision surgery approximately 8 years and 8 months post op.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a right inguinal hernia . It was reported that after the implant, the patient experienced fistula, adhesions, severe inflammation, mesh migration, erosion, cystitis cystica, cystitis glandularis, pain, mass in dome of bladder, tenderness, discomfort, mild induration, swelling, hematuria, blood loss, erythematous mucosa, fistula, and spermatic cord involvement. Post-operative patient treatment included revision surgeries, cysto bladder biopsy with fulguration, and cystoscopy with bilateral ureteral catheter insertions.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a right inguinal hernia . It was reported that after the implant, the patient experienced mental pain, disability, impairment, loss of enjoyment of life, defective mesh, fistula, adhesions, severe inflammation, mesh migration, erosion, cystitis cystica, cystitis glandularis, pain, mass in dome of bladder, tenderness, discomfort, mild induration, swelling, hematuria, blood loss, erythematous mucosa, fistula, and spermatic cord involvement. Post-operative patient treatment included revision surgeries, cysto bladder biopsy with fulguration, and cystoscopy with bilateral ureteral catheter insertions.

Manufacturer narrative:
Correction: rfr codes additional info: g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: a1, a5a, & a5b. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a right inguinal hernia . It was reported that after the implant, the patient experienced mental pain, disability, impairment, loss of enjoyment of life, defective mesh, fistula, adhesions, severe inflammation, mesh migration, erosion, cystitis cystica, cystitis glandularis, pain, mass in dome of bladder, tenderness, discomfort, mild induration, swelling, hematuria, blood loss, erythematous mucosa, fistula, prostatitis, bladder lesions, necrotic retzius, and spermatic cord involvement. Post-operative patient treatment included revision surgeries, cysto bladder biopsy with fulguration, CT-scan, mesh removal, hernia repair with new mesh, and cystoscopy with bilateral ureteral catheter insertions. Relevant tests/laboratory data: 14 oct 2016 op note states CT scan of abdomen and pelvis done in april showed tremendous amount of inflammation in the area of mesh where it was placed in adjacent rectus muscle. MRI revealed a 5.2cm area that did not enhance and there was fluid at the site of hernia mesh that tracked up to the anterolateral aspect of bladder wall where there was thickening and inflammation was seen extending posteriorly and superiorly. 22 may 2017 procedure visit report states CT shows that the mesh is eroding into the bladder 24 may 2017 pathology report: bladder biopsy-polypoid fragment of urinary bladder mucosa with marked acute and chronic inflammation and cystitis cystica/glandularis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia . It was reported that after the implant, the patient experienced fistula, adhesions, severe inflammation, mesh migration, and spermatic cord involvement. Post-operative patient treatment included revision surgeries.